Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking tubing set".

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking tubing set. They also had another incident (date "unknown" not recorded). A clinician was giving chemotherapy (5fu) to patient and there was a slit in the tubing above the roller clamp leading to a large puddle of chemotherapy on the floor. " what type of set was used (please provide the catalogue number of the administration set): primary tubing. What was the flow rate when the leakage was detected: 75cc/h. Please make an attempt to provide the quantity of leaking sets you have observed: 3 thus far, 2 being chemotherapy and one being ivf. Please provide as much details as possible regarding the event: husband of pt noted puddle on the floor and called rn. It was then seen that at the bottom curve of the drip chamber there was a small hole that was leaking fluid. What were the treatment settings (vtbi, rate, taper up, taper down): vtbi unavailable. No titration. Rate of 75cc/h. Patient involvement: yes death/serious injury: no human harm: no.